Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient in question is an active gardener, and surgeon stated that patient has really "worked her shoulder" over these last 6 years. Surgeon stated that the patient presented approx. 12 months ago, with increasing pain in right prosthetic shoulder joint and reducing range of motion. Subsequent x-rays over last year show progressive loosening / osteolysis around the glenoid poly component. During revision surgery, simplicity humeral component was very well fixed, removed with difficulty using dedicated simplicity revision instruments. Glenoid poly component was freely loose. Wear of poly noted, with pegs either broken off or worn down. Defect in glenoid vault filled with freeze dried cadaver bone, and a reverse shoulder replacement was carried out, successfully.

Manufacturer narrative:
Corrected field: b1 (adverse event/product problem). The reported event could be confirmed based on the evaluation done on the provided image. The visual inspection from the provided image confirms that one peg of glenoid has breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. However, on the available x rays medical opinion was sought from an experienced independent medical expert as below: yes, the image from blueprint confirms loosening of the implant. There is radiolucency around the implant. The glenoid pe component has breakage as wear & tear is relatively common in patients who use their operated shoulder intensively like in this case the patient is an active gardener over past years. However more detailed information radiological and clinical about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that the patient in question is an active gardener, and surgeon stated that patient has really "worked her shoulder" over these last 6 years. Surgeon stated that the patient presented approx. 12 months ago, with increasing pain in right prosthetic shoulder joint and reducing range of motion. Subsequent x-rays over last year show progressive loosening / osteolysis around the glenoid poly component. During revision surgery, simpliciti humeral component was very well fixed, removed with difficulty using dedicated simpliciti revision instruments. Glenoid poly component was freely loose. Wear of poly noted, with pegs either broken off or worn down. Defect in glenoid vault filled with freeze dried cadaver bone, and a reverse shoulder replacement was carried out, successfully. Additional information provided: glenoid poly component was loose and easily removed for minimal bone loss. Significant bone loss was noted in the central vault of glenoid as the bone was very sclerotic. Ascend flex humeral component was implanted, as well as a perform reverse glenoid component, with allovance "crush" bone graft that was used to fill the central defect. A stable, solid construct, and satisfactory range of motion was noted.